Event description:
It was reported that the following issue was observed on the device: ¿received at sco with no note.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the pressure sensors were reading in the correct ranges, but the error log was full of pressure sensor errors, so I replaced both the upstream and the downstream pressure sensor.I recalibrated the unit, and ran it through its pm tests, with no other issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.